Event description:
It was reported that during right knee arthroscopy and meniscal repair procedure, t2 did not deploy. T1 was removed from the patient. There was no significant surgical delay or patient injuries reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿it was reported that during right knee arthroscopy and meniscal repair procedure, t2 did not deploy. T1 was removed from the patient. There was no significant surgical delay or patient injuries reported.¿ t1, t2 and suture were not returned. The delivery needle was visibly bent and bowed. The depth limiter was very flared and creased. This condition is consistent with resistance and force from tissue. This represents difficulty in reaching the desired tissue location. The device no longer cycles or actuates due to the needle¿s distortion. No root cause related to the manufacture of the device was confirmed.